Manufacturer narrative:
Device evaluation: the actual device was received for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly. Ref: (B)(4).

Manufacturer narrative:
The motor device was not received for evaluation. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA regarding a motor device in which, during a spinal surgery, was observed to be making a "high pitched noise". The surgical procedure was completed successfully with the motor device. Therefore, there were no injuries or medical intervention reported. No additional is available.